Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced urinary incontinence, infection, bleeding, vaginal pain, pelvic pain, vaginal discharge, bowel problems, adhesions and granulation of vaginal cuff which required additional surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.